Manufacturer narrative:
UDI#: (B)(4). Based on very limited information it is not possible to determine if this is an adverse event or product problem. Based on very limited information it is not possible to determine the outcomes attributed to adverse event. No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is difficult to comment on the alleged failed retrieval attempt of a celect filter. Filter retrieval is occasionally difficult. This is known from published scientific literature and filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature described complex cases with successful filter retrievals using additional, advanced techniques. A review of device history record did not reveal any evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/23/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2013 via right common femoral vein due to pe. Plaintiff is alleging an unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2013. The plaintiff alleges the device is unable to be retrieved, tilt, chest pain, shortness of breath.

Event description:
Description according to complainant: it is alleged that "pt had a pulmonary embolism that caused her to be admitted to (B)(6) on (B)(6) 2013. There is was determined that an ivc filter would be implanted and the cook celect filter was inserted into pt. There were no complications at that time. On (B)(6) 2013, pt unsuccessfully attempted removal of the ivc filter. Pt experiences shortness of breath and severe and persistent chest pains since the insertion of the ivc filter." Patient outcome: it is alleged that "pt suffered significant and severe injuries to her body".

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, device is unable to be retrieved, tilt, chest pain, shortness of breath'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032 . William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedded , sob, pain, inflammation, fear, bloating, daily bloating/illness no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, sob, inflammation, fear, bloating, daily bloating/illness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient is alleging that "the filter tilted during removal and embedded in the walls of the vena cava and if pulled can tear/rip my vena cava cause bleed to death, extreme fear daily stress feel bloated ill daily." The patient further alleges [unspecified] pain and inflammation.